Event description:
During transcatheter aortic valve replacement, proglide perclose vascular device would not fully deploy, nor would the footplate retract and the device was left partially in a device lever. Was unable to be repositioned to the entry and exit level position so that it could be removed without injuring the arteriotomy tract. Despite multiple manipulations of this device, the device had to be removed from the body partially with a part of the needle and footplate still exposed from the delivery catheter. This did injure the arteriotomy tract and the patient had bleeding as a result. The procedure was aborted after bleeding controlled and patient will be brought back for subsequent tavr procedure. Patient had successful covered stent repair of right common femoral arteriotomy site.